Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual examination of the returned product found that the normally clear translucent tubing was discolored with a light brown tint. Functional testing found that there is a leak at one of the right angle cuff ports. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery, that air leakage occurred from the connection between the connector and the tubing from the start of use. No adverse event was reported as a result of this malfunction.